Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
Data was evaluated. A review of performance data indicates that the patient¿s low alert was set to 4.4 mmol/l and the always sound feature was enabled. Data investigation shows that the patient first received a visual urgent low soon alert at 8:27 am with an estimated glucose value of 4.2 mmol/l. The patient received another urgent low soon alert at half volume at 8:32 am with an estimated glucose value of 3.5 mmol/l. Next, the patient received a visual urgent low alert at 8:37 am with an estimated glucose value of 3.1 mmol/l. At 8:42 am, he received another urgent low alert, this time with half volume, with an estimated glucose value of 2.7 mmol/l. At 8:47 am, the patient received a third urgent low alert, this time at full volume, with an estimated glucose value of 2.4 mmol/l. At 8:52 am and 8:57 am, the patient's estimated glucose value reached low (less than 2.2 mmol/l), and he received an urgent low alert at full volume each time. The patient received two additional urgent low alerts at full volume at 9:02 am and 9:07 am; his estimated glucose values during this time rose slightly from 2.3 mmol/l to 2.9 mmol/l. At 9:12 am, the patient's estimated glucose value reached 3.7 mmol/l and he received a visual low alert followed by another low alert at half volume five minutes later. At 9:22 am, the patient's estimated glucose values crossed back into a stable range and remained stable for several hours thereafter. None of the alerts mentioned here were acknowledged on the patient's mobile device. The probable cause of the reported incident could not be determined as we are unable to determine why the patient did not respond to the alerts. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a hypoglycemic event. The patient¿s parent reported no alerts were received on the follow app. On (B)(6) 2020, the patient had a hypoglycemic event at 9:00 am and was found unresponsive. It was reported the primary app alerted; however, no action was taken by the patient as it was reported the patient was found unresponsive. An ambulance was called, the patient was administered juice and recovered. There was no documentation that the patient was transported to the hospital. Additionally, the patient¿s parent indicated the phone with the follow app was muted and they had not received any notifications. This is being reported as there was a serious deterioration in the state of health of the patient (hypoglycemia, loss of consciousness). Data was evaluated and showed that the patient passed the low threshold with an estimated glucose value of 4.2mmol/l at 8:27am. Patient received the low alerts at 0, 50 and 100 percent volume at 8:27, 8:32 and 8:37 am. And continued to receive the low alerts every five minutes. The patient cleared low alert at 8:37 am. The allegation of no alert was not confirmed. The probable cause could not be determined. No additional patient or event information is available.